Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/26/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and the keypad was torn over the ¿down¿ button. Investigation showed that all the buttons were functioning properly. When the keypad cover was removed, contamination was found under the ¿down¿ and contrast button contacts.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the keypad buttons on their device were delayed in responding to inputs. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.